Event description:
Fmc canada reported pt on dialysis for two mins when there was a blood leak alarm. Dialysate line noted pinkish tinge. Tested positive with hemoglobin strip. Estimated blood loss 250cc. No sample available for examination. Attempted to ge further info on 5/26/98, 5/29/98 and 6/4/98.